Event description:
The pt has two leads from the same lot number. It was reported the pt is not receiving adequate coverage. Reprogramming to provide resolution was unsuccessful. X-rays were taken and revealed both leads have migrated. As a result, the pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.